Event description:
Provider was finishing a thoracentesis procedure using the product. Upon grasping the white hub of the catheter to remove it from the patient, the blue portion of the catheter "popped off" the white hub and had potential for retention in the patient.